Event description:
Reporter indicated that the patient was undergoing surgical intervention. Further information from the site indicated that "the patient had drainage at the incision site and that she had developed a granuloma and they were fearful that she would develop an infection." Good faith attempts are currently being made to obtain additional information. Vns generator and the lead have been returned to the manufacturer; however, analysis is still pending on the products.